Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 were found in the history. The occlusion limits were tested successfully. History list: no unusually events could be observed on the event history of the pump. Consumables: n/a. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported receiving several e4 (occlusion) error messages on the infusion device for one year and in the night of (B)(6) 2013 while she was in the hospital for rehabilitation and not an adverse event cause by the device. Patient stated she changed the infusion set several times; without success. Patient reported her blood glucose level got higher and higher and she experienced nausea; did not need help of a second person. Patient's exact blood glucose level was not provided. Patient's normal blood glucose range was not provided. Patient stated she took correction via pen and changed the accessories again. Patient reported currently the infusion device is not displaying an e4 error message. Patient stated she thinks the insulin delivery of the device is inaccurate. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.